Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (integrated charger problem) was confirmed. Upon investigation however, the charger was not powering on due to the bedside board being internally shorted. The root cause of the short was unable to be positively identified. There was no adverse event that resulted from the damaged charger.